Manufacturer narrative:
During a thoracic kyphosis surgery, the persuader did not function properly. When pushing the rod, the part that holds the head of the screw (tulip) suddenly loosens up. Inspection records and drawings specifications are in place to ensure this instrument functions as intended. Per the receiving inspection records-rir, all instruments are 100% visually and functionally inspected and an aql sample inspection is performed on the lot to verify the device meets specification. Additionally, per the rir the qc inspectors will verify supplier certificates of conformance. A DHR review concluded that this instrument was manufactured, inspected and accepted for use by the quality control department, and met all specified of the rir with no associated nonconformance specific to the product issue. Review of previous complaints, indicates no other complaints on this lot number. The persuader was returned and evaluated by the quality and product engineers, who were unable to confirm the surgeon's allegation that the persuader did not function as intended. Based on a visual inspection of the device, the device appeared is be in like new condition with no visual damage. Instrument was measured and met design specification. Actual measurement meet engagement pin width specifications 3.02mm (2.92+0.13). The device was released into the field 5/13/2013, but there is no observed wear on returned part. All pins are present and nothing is observed to be bent. Device passed function test and translated on and off reference tulip head of pedicle bone screw. Device performed as intended and no fault can be found. Device is in good working order. Investigation and analysis with returned device resulted in no fault found. The alleged issue could not be confirmed and device functions as intended. The root cause of the issue is unknown, but may be the result of some action by the user or a factor of the environment, which can be the consequence or result of incomplete device training or improper surgical technique or exceeding expectations of the manual device to perform a complex thoracic kyphosis deformity correctional surgery. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported the device was not functioning properly. During a thoracic kyphosis procedure, when pushing the rod, the part that holds the head of the screw suddenly loosens up, so the cap can't be place in the system. It was reported the patient was not injured. The surgery was completed with a rod pusher.